Manufacturer narrative:
The doctor removed the appliance and prescribed chlorahexidine, an antiseptic rinse, for treatment. The appliance was not returned for evaluation. A new appliance is being made and will be placed during the patient's next follow-up visit.

Event description:
On (B)(6), 2011, doctor alleged that the arm of a mara appliance caused a cut in a patient's tongue.